Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen display was difficult to see. The customer's blood glucose level (bg) was 40 mg/dl. Customer glucose tablets to address their bg. Replacement pump was sent to customer to resolve the issue.